Event description:
Pt was wheelchair bound with spasticity. Pt receiving baclofen via medtronic implanted pump that was placed ~1yr, 5 mo prior. The pump alarmed. Pt called medtronic and told them it was a "critical alarm". Pt went to ed and was admitted. Pt had surgery for replacement of pump.